Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's medical issue has reportedly resolved. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly experienced facial swelling after implant surgery. The recipient presented with a low grade temperature and mild leukocytosis. The recipient was hospitalized overnight and given augmentin.